Event description:
The device was used during a bowel resection procedure. Reportedly, the staples were missing. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. As a result, an abdominoperineal was performed, resulting in a colostomy for the pt. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/13/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed. However, the device was confirmed for an unrelated condition, there was damage to the frame assembly. The damage appears to have been caused by the instrument having been approximated over excessively thick tissue.